Event description:
The hcp reporterd the patient was experiencing increasing symptoms. The hcp reported "pump failed." No device troubleshooting was performed. The pump was explanted and replaced. A follow up report will be sent when additional information is received.